Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 to report permanent out of range signal on (B)(6)2015. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. Patient used adult receiver which is against user guide recommendations. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).